Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Correction: section h6 results code of the initial medwatch report indicates: results pending completion of investigation section h6 results code of the initial medwatch report should indicate: no findings available. Section h6 conclusion code of the initial medwatch report indicates: conclusion not yet available section h6 conclusion code of the initial medwatch report should indicate: cause not established.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer has been provided with a replacement lid and battery. The root cause could not be determined. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.